Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. Complaint of overheating could not be reproduced. Product failed functional testing with hand piece sensor fault in port b only. Cause of fault is a damaged mdu harness. Product passed functional testing with a known good mdu harness installed. Unit did not overheat during functional testing on both ports. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the dyonic was overheating. No case involved.